Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explanted device was received at ww headquarters. According to the device explantation report form there was a recurrent protrusion of the coil through the skin. There was a revision surgery which took place three months ago in which the surgeon elevated the muscle periosteal flap, put the coil under the muscle and sutured the skin. Afterwards, the wound looked fine for 1 month and afterward the similar protrusion appeared again.

Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the device was explanted for medical reasons, namely recurrence of the coil extrusion three months after the revision surgery. This is a final report.

Event description:
The explanted device was received at (B)(6) headquarters. According to the device explantation report form there was a recurrent protrusion of the coil through the skin. There was a revision surgery which took place three months ago in which the surgeon elevated the muscle periosteal flap, put the coil under the muscle and sutured the skin. Afterwards, the wound looked fine for 1 month and then the similar protrusion appeared again.